Event description:
It was reported that the patient experienced an infusion set leakage event on (B)(6) 2026. The leakage occurred at the site and the set had been in use for one day. The patient blood glucose level was high and was managed with a correction bolus via multiple daily injection.

Manufacturer narrative:
MDR / initial 3 of 5. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.